Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) stopped compressions and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) followed by 'realign patient' error message" and "the platform displayed user advisories ua02 (compression tracking error) and ua18 (max take-up revolution exceeded) error messages" was not confirmed during the review of the archive data and during the functional testing. The autopulse platform passed the initial functional testing without any fault or error. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. Per archive, the last time the autopulse platform was used to compress an object similar to a human was on (B)(6) 2020, and there was no ua07, ua02, and ua18 error messages recorded on and/or around the customer's reported event date. Per customer, the problem occurred date was on (B)(6) 2020, and there was no evidence in the archive data showing that the platform was used for clinical use on the customer's reported event date. Probably, the customer reported on a wrong autopulse platform. There was no physical damage observed on the returned autopulse platform during the visual inspection. The archive data review shows that the autopulse platform was not used to compress either patient/object on the customer's reported complaint date. Based on the archive data, on the reported event date, the autopulse was powered on 3 times to user advisory (ua) 12 (lifeband not present) error message, and then, the platform turned off. The probable root cause for the observed ua12 could be due to the belt clip not detected in spool shaft and/or not fully inserted when the autopulse was powered on, most likely attributed to user error. Further review of the archive data showed the occurrence of fault code 28 (loss of clutch connectivity) and fault code 29 (loss of brake connectivity) error messages around the customer's reported complaint date. The possible root cause for the observed error codes was due to the old revision of the power distribution board (pdb) due to the age of the device. The autopulse platform was manufactured in september 2007 and is almost 13 years old, well beyond the expected service life of 5 years. The power distribution board (pdb) was replaced to the latest revision to remedy the faults. The autopulse platform was further tested with large resuscitation testing fixture (lrtf) equivalent to 250-pound patient with good known test batteries for 15 minutes and passed all functional testing criteria. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Awaiting customer's quote approval.

Event description:
During patient use, after about 20 minutes, the autopulse platform (sn: (B)(4)) stopped compressions and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) followed by "realign patient" error message. The ems crew realigned the patient a couple of times; however, the platform displayed ua07 followed by the "realign patient" error message again. The user stopped the use of the autopulse platform and reverted to manual CPR. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown. As per the customer, the autopulse platform stopped compressions both during patient use and back at the station during testing of the device. In addition, the customer reported that the platform displayed user advisories ua02 (compression tracking error) and ua18 (max take-up revolution exceeded) error messages. The customer claimed that the ua07 was an intermittent issue with the autopulse platform.